Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge was loose. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer would change her supplies to address the issue. Customer¿s blood glucose was over 400 mg/dl.